Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp-(B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on october 30, 2019 revealed that the comb was bent. The roller was damaged and ratchet parts were worn and needed replaced. The calibration and sample mesh could not be performed due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the ratchet spring, sliding pin, ratchet gear, ball detents, comb spring, comb, roller gear, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, and ratchet. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the ratchet spring, sliding pin, ratchet gear, ball detents, comb spring, comb, roller gear, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
During testing it was reported that the device was not working properly. There was no harm, no delay, and no medical intervention. Investigation identified that the device had a bent comb. No adverse events were reported as a result of this malfunction.